Event description:
Reported by the customer as: does not alarm down occlusion but it should. Patient injury? No.

Manufacturer narrative:
Actual device from complaint was evaluated. Results: a standard set of functional performance tests were completed on the device, which includes volumetric accuracy, bolus and sensor performance. Conclusions: the performance tests could not duplicate or confirm the missing occlusion alarm issue. Cause is unknown.